Event description:
It was reported that the patient experienced pacemaker syndrome when the dual chamber implantable pulse generator (ipg) reached the elective replacement indicator (eri) and switched to ventricle-only pacing. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).